Event description:
Emergency medical services responded to "a reported unconscious." Upon arrival to the bedside the medics found pt in cardiac arrest with CPR in progress. The pt had severe abdominal distention and the pt's pupils were fixed and dilated. The pt was intubated and there was possible vomitus in the airway with rhonchi during ventilation bilaterally. The medics started advanced life support procedures and placed the pt on a lifepak 12 monitor/defibrillator. Initial EKG was asystole; which responded to medication. The pt went into ventricular fibrillation on three occasions and on the first and second occasions was defibrillated without incident. On the third attempt to defibrillate the pt the device displayed "attach electrode" message. The medics first checked and confirmed the cable connections, then disconnected and re-connected the cable connections, and finally shut down and restarted the device, but the device continued to display an "attach electrode" message. The medics connected standard EKG cables and the pt was noted to be in ventricular fibrillation. The pt was removed to the ambulance. The pt remained in asystolic rhythm and was transported to a user facility emergency department where pt was pronounced. Biomedical engineering inspected and tested the unit and verified a faulty intermittent cable. The user facility is submitting this report as it may be obligated to do so under federal law. Nothing in this report constitutes an admission of any kind that the user facility or its employees, or affiliated personnel caused or contributed to the occurrence or any harm set forth in this report.